Event description:
On (B) (6) 2010, abbott point of care was notified by a customer, in a conference call, who reported that an I-stat pt/inr cartridge yielded an inr result of 1.9. Later the patient had a stroke with an inr of 1.4 on the laboratory instrument. Additional information is unknown at this time; timing, dates, samples, etc. Follow up has been made with no response.